Event description:
It was reported via repair work order that the bed was displaying a base angle sensor errors due to wire harness# 2 malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.